Manufacturer narrative:
On december 22, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, a tear was observed in the anterior view, measuring approximately 4.5 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in all the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on april 8, 2021, mentor became aware that the patient underwent bilateral device removal and replacement with mentor 290cc high profile smooth saline breast implants on (B)(6) 2020. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with 325cc saline mentor smooth round moderate plus profile breast implants and experienced bilateral deflation postoperatively. As a result, the patient underwent bilateral device removal on (B)(6) 2020. This report is for the patient's right-sided device.